Event description:
It was reported that in preparation for device changeout due to upgrade, the device was programmed to voo mode, as electrocautery was to be used. During the procedure, it was noted that the device was dual-chamber pacing at 85 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.